Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer noticed insulin coming out of the patient line while the cartridge was being filled with insulin. After reloading the cartridge, customer received an accurate fill estimate. There was no reported impact to the customer's blood glucose level.